Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pneumonectomy, the stapling device was used to close the bronchus. To ensure bronchus is completely closed, water test was done and air bubbles were noticed. A suture was used to close the bronchus completely.